Event description:
It was reported that the 9800 system had a collimator error and a bad keyboard. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The keyboard and fluoro functions board were replaced during the service call. The system was tested and found to be working as intended and put back into service.